Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy.

Event description:
Patient reported "implant started to leak and lump in armpit". Device remains implanted. This relates to the left side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported "implant started to leak and lump in armpit". Ultrasound has been performed. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.5, b.6, d.6b, g.1, h.6.

Event description:
Device has been explanted.